Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. On one occasion the customer changed their infusion set and resumed insulin delivery to resolve the occlusion alarm. A system check was performed with the current supplies and the pump performed as intended. Reportedly, the pump is worn against the customer's skin. Tandem technical support (cts) informed the customer that the occlusion alarms may be contributed to other factors. Cts advised the customer to rotate their infusion set sites and speak to their healthcare provider regarding their site locations and potentially using different types of infusion sets. The customer reported that manual injections would be used for insulin therapy.